Manufacturer narrative:
After further review MFR# 2916837-2021-00204 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd lsr fortessa¿ sheath under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from french to english: it's dripping on the cytometer. Was the leak contained within the instrument?no. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. If so was there leaked fluid in under pressure?yes . What is the source of leak -- waste line or non-waste line?non waste line . If waste line, whether it is mixed with bleach or contamination?no. Was the customer exposed to blood or bodily fluids? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd lsr fortessa¿ sheath under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from french to english: it's dripping on the cytometer. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. If so was there leaked fluid in under pressure? Yes. What is the source of leak -- waste line or non-waste line? Non waste line. If waste line, whether it is mixed with bleach or contamination? No. Was the customer exposed to blood or bodily fluids? No.